Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2128501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, unusual resistance was felt while withdrawing the balloon catheter of a 6/7f mynx control vascular closure device (vcd) after deflating the balloon. The advancer tube and balloon were removed together through the ¿tissue tube¿. Hemostasis was not achieved properly after using a and holding fingertip compression for more than five minutes. Manual compression was used for about twenty minutes to complete the procedure. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There was no difficulty inserting the vcd into the sheath. The balloon prepped without any issue. There were no anomalies noted at the time. The procedure use a retrograde approach. A non-cordis sheath was used. The balloon did not lose pressure during prep or patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery (cfa). The patient¿s status after the mynx event is recovered. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The device was stored and prepared according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, unusual resistance was felt while withdrawing the balloon catheter of a 6/7f mynx control vascular closure device (vcd) after deflating the balloon. The advancer tube and balloon were removed together through the ¿tissue tube¿. Hemostasis was not achieved properly after using a and holding fingertip compression for more than five minutes. Manual compression was used for about twenty minutes to complete the procedure. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There was no difficulty inserting the vcd into the sheath. The balloon prepped without any issue. There were no anomalies noted at the time. The procedure use a retrograde approach. A non-cordis sheath was used. The balloon did not lose pressure during prep or patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery (cfa). The patient¿s status after the mynx event is recovered. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The device was stored and prepared according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for evaluation.

Manufacturer narrative:
As reported, unusual resistance was felt while withdrawing the balloon catheter of a 6/7f mynx control vascular closure device (vcd) after deflating the balloon. The advancer tube and balloon were removed together through the ¿tissue tube¿. Hemostasis was not achieved properly after using a and holding fingertip compression for more than five minutes. Manual compression was used for about twenty minutes to complete the procedure. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There was no difficulty inserting the vcd into the sheath. The balloon prepped without any issue. There were no anomalies noted at the time. The procedure use a retrograde approach. A non-cordis sheath was used. The balloon did not lose pressure during prep or patient use. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery (cfa). The patient¿s status after the mynx event is recovered. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The device was stored and prepared according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was observed on the catheter shaft, covering the balloon proximal tip. A terumo pinnacle 8f procedure sheath was on the device, and the sealant was not returned. Per microscopic analysis, visual inspection at high magnification revealed that the balloon distal tip was severely inverted as received which may have obstructed the device path and prevented the balloon from being withdrawn through the advancer tube during the procedure. Per functional analysis, the balloon inverted tip was straightened out. Inflation/deflation testing was performed to verify balloon functionality. The balloon was inflated, and pressure was maintained with proper functioning of the inflation indicator. Then the balloon was deflated, and the device was able to be withdrawn through the advancer tube without issue. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2128501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon retraction jam - inside the vessel¿ was confirmed during analysis of the returned device. The reported event was caused by the balloon inverted tip which obstructed the device path and prevented the balloon from being withdrawn through the advancer tube. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. If the balloon which is located right at the distal tip of the advancer tube is not completely deflated prior to being pulled through the advancer tube, air could be trapped inside the balloon and could cause the balloon distal tip inverted, resulting in a balloon retraction jam. In addition, the investigation also found an incorrectly following the mynx instructions for use (IFU). A terumo pinnacle 8f procedure sheath was returned with the device with the returned mynxgrip 6f/7f. Per the mynxgrip IFU, procedure preparation step, it states that ¿when using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.